Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. The occlusion issue caused the customer¿s blood glucose level to read "high," exceeding 500 mg/dl. The customer addressed the high blood glucose by administering a correction bolus through the pump and resolved the issue by resuming insulin delivery.